Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: "opened four and none of them worked". Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. * were there any patient consequences? Not that we are aware of * can you identify the lot number of the product used? L100ml4 * please confirm if there is an issue with the applier? The team did open an additional instrument to try but had the same issue. Both were flagged for cs to inspect further. * what suture type and size was used? Vicryl 2-0 * when the event occurred, was the suture placed near the hinge of the clip? * were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Not they were not they kept popping back open even when they were manually closed without any suture * was the applier checked for damaged (jaws straight and aligned)? No damage reported from cs * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). * were there any patient consequence? Unknown * can you identify the lot number of the product used? Yes, 100ml4 *please confirm if there is an issue with the applier? Yes, the sales rep thinks there could of been based on the description, they tried two different appliers but they could not get them to snap together. They probably tried ten different lapra-tys. And they would either immediately spring open or never snap together. * what suture type and size was used? The sales rep was told it was a 2-0 vicryl. Exact product code is unknown. * when the event occurred, was the suture placed near the hinge of the clip? Unknown * were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Unknown * was the applier checked for damaged (jaws straight and aligned)? Unknown * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ashlee rico the sales rep also stated that three different people tried to use the applier and it did not work. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and an absorbable clip was used. They went through multiple that wouldn't clip". Procedure was completed with a different option. No product returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/30/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 (b18 device discarded) additional information: d4, g1, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.